Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate and insulin leaked out onto the skin during use once the pen was removed. The following information was provided by the initial reporter: "reported that insulin was pooling on the skin after the pen was removed, so was unsure that the patient received the complete dosage."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate and insulin leaked out onto the skin during use once the pen was removed. The following information was provided by the initial reporter: "reported that insulin was pooling on the skin after the pen was removed, so was unsure that the patient received the complete dosage.".